Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid tibial artery with mild tortuosity and moderate calcification. On opening the packaging of 3.00 x 28 mm xience prime btk stent delivery system (sds), it was noted that the shaft of the product was soft and floppy and it was believed that the sds was broken. There was no patient involvement. A same sized unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the 3.00 x 28 mm xience prime btk stent delivery system (sds) was advanced over an unspecified guide wire. On entering the anatomy, the shaft of the sds was noted to be broken. As the site of the break was outside the patient anatomy, the sds was simply manually removed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction: patient code 2645 was removed. Evaluation summary: the device was returned for analysis. The reported shaft break and irregular texture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break and irregular texture (soft and floppy). There is no indication of a product quality issue with respect to manufacture, design or labeling.